Event description:
Customer reportedly received the following results within 10 minutes on the same device: 399 mg/dl, 299 mg/dl, and 120 mg/dl. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.